Manufacturer narrative:
Submitted: (B)(6) 2015 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: device evaluation: on investigation, the ok keypad button was unresponsive. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. The button contact on the ok button was noted to be inverted. The up arrow button was unresponsive when tested. The remainder of the buttons had normal response. Contamination was present on the contacts of the up arrow and contrast keypad buttons; the contrast button has not effect on insulin delivery. The display was noted to be dim/faded/discolored.

Event description:
The pump was returned for investigation. Investigation revealed keypad button issues and display issue. This report is made based on results of investigation completed on (B)(6) 2015.